Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs4032 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "I trimmed the PICC in the normal fashion, felt no resistance, and checked my wire as per usual. When I looked at my wire, it seemed as though the shiny copper end was missing. I looked in the trimmed piece of PICC, and there was nothing inside it but I still felt I should open a new kit. As I compared the two, my suspicion was correct, and the initial kit had a damaged wire."